Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2016-02828. It was reported the patient stopped receiving effective stimulation. As a result, the leads were explanted and replaced with a single lead (different model) on (B)(6) 2016. The issue was resolved.